Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter was tested per the tip seal ingress, microscopic inspection of the distal shaft revealed evidence of fluid ingress within the shaft proximal to electrode 4. However, no fluid or evidence of a leak was noted at the fos seal. The pi irrigation tubing was inspected, and it was noted that the adhesive went all the way around the inside of the tubing. Further investigation revealed the pi irrigation tubing had been fractured in the distal shaft, consistent with the failed shaft leak and irrigation leak tests and fluid ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured pi tubing remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.